Manufacturer narrative:
Patient information cannot be provided due to personal date privacy legislation/policy. Device evaluated by MFR: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient has a complaint about glare & halos post intraocular lens (iol) implantation. There are no issue regarding visual acuity (va) provided as 0.8 for distance, but daily activity is affected especially at night time and patient cannot adapt to the diffractive ring. Patient va readings provided as follows for far: 0.8 pre-operative and 0.5 post-operative; and for near: j4 (decimal) pre-operative and j2 post-operative. Doctor performed the explant and replaced the lens with a monofocal iol. Event had no additional surgical intervention required. No further information is available.

Manufacturer narrative:
Corrected data and additional information: section b3: date of event should have been unknown which was incorrectly indicated in the initial report submitted. Section b3: date of event: should have been "best estimate of date of event is between (B)(6) 2021 and (B)(6) 2022. Section d6b: explant date new info. Which was received on 30-aug-2022 should be (B)(6) 2022. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: aug 12, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the lens was returned cut in half with a detached haptic. No defects that could contribute to visual issues were observed. No additional defects were observed. Conclusion: the complaint issues of glare and halo vision were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.